Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving a vibratory alert from the implantable cardioverter defibrillator. The device was found to be in backup vvi mode. The device was restored to normal functioning. The patient was in stable condition.